Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.4cm to 9.6cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that during a system replacement procedure, noise and an insulation abrasion was observed on the right atrial lead. No patient symptoms were reported. The lead was explanted and replaced as planned.

Manufacturer narrative:
(B)(4).